Manufacturer narrative:
The investigation was based on the reported event and the analysis of the information provided, including on-site service investigation by dräger service. According to the investigation results, the reported event was confirmed and the resulting device behavior was verified during onsite examination. No logfile was available. The probable cause for the event was a hard disk or boot disk failure. Both parts were replaced during onsite investigation by dräger service. Afterwards the device was checked per manufacturer's technical specifications without further deviations. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. A warm start sequence of the cockpit may last 45 seconds. The ventilation will not be affected by a restarting cockpit and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit are not available during the restart. After successful completion of the warm start, the system will post the alarm message ¿cockpit restarted¿ with accompanying audible alarm tone. No patient health consequences, nor stop of ventilation was reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that while on a patient, the cockpit of the device performed a reboot. No patient injury reported. The date of event was not provided. The given date of event ((B)(6) 2024) was the date when the service technician was on-site.

Event description:
It was reported that while on a patient, the cockpit of the device performed a reboot. No patient injury reported. The date of event was not provided. The given date of event (2024-10-10) was the date when the service technician was on-site.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. The device has no UDI as a UDI was not required at the time the device was manufactured.